Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer report issue with site problem, blood sugar of 500 mg/dl and also had bent cannulas and no deliveries. Troubleshooting was performed for bent cannula and no delivery alarm. Customer reported that the infusion set cannula was bent at 90 degree angle or curly cue and sometimes the pump alarms no delivery and sometimes pump does not alarms no delivery and she ends up with blood glucose level at 584 mg/dl. Customer also reported that she had changed 12 site in the last 14 days and cannulas were bent at a 90 degree angle. Customer stated that she had lost 12 lbs because she cannot eat and had headache for 2 weeks. Customer reported that she had dangerously low blood glucose, scary lows and was not driving and low blood glucose was directly in correlation with treating high blood glucose and so she was over correcting as she was running so high and goes way down. Customer reported she does not feel to troubleshoot for high blood glucose or low blood glucose as she states high was because of the bent cannulas and low was because of over correcting. Troubleshoot for no delivery alarm was performed and customer reports alarm did not occur during manual prime. The product not was returned for analysis.